Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50 cm. Model#: sc-4318, lot#: 21738701, description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection that have started near the anchor site. It was noted that an open wound developed at the incision site and it spread. The physician was not sure what caused the infection and does not believe that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.